Event description:
It has been reported to philips that the foot switch did not rebound well and intermittently would not produce x-rays. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and user stepped on footswitch again to continue procedure. The philips remote service engineer (rse) confirmed that the wired footswitch did not work, no x rays intermittently. Replacement of wired footswitch was sent to customer. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.